Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 4/3/2020, electrode belt: 4/24/2014.

Event description:
A us distributor contacted zoll to report that a french patient passed away at 4:30 pm on 1/31/2021 while wearing the lifevest. It was reported that the patient was in the hospital and alone at the time of passing. The patient was reportedly found on the floor by his roommate with the battery out of the monitor, and on a nearby table. The review of the downloaded data does not indicate any device malfunction. The patient pressed the response buttons while his rhythm was vt at 210 bpm. The patient is seen in the treatable arrhythmia from 4:29:26 pm until 4:29:53 pm, when the device was shut down due to the battery pack being removed from the monitor. The patient was not in the detection sequence long enough before the battery pack was removed for the lifevest to deliver a treatment. The lifevest typically requires 60 seconds of sustained vt before a treatment can be delivered. There was a vertical spatial separation between the battery pack and the patient. The patient was found on the floor and the battery pack was found placed on a table. Due to this vertical spatial separation, there is no indication that a device malfunction caused or contributed to the patient's passing as the device acted as designed.